Event description:
Additional information was received from the rep saying the cause of the issue is high impedances on electrodes used for programing and that the reprogramming around electrodes listed with high impedances was done, and issue resolved after reprogramming the device.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pt stated that less than two weeks ago, they were seen at the clinic. Pt stated that their healthcare provider (hcp) previously contacted the manufacturer representative (rep), to program their settings because the stimulation was not staying on at that time.

Manufacturer narrative:
B5: information was previously missing, updated to reflect correct data. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt thought it was time to replace the battery pack or something because it kept saying settings not available starting over the weekend. Pt was in so much pain and knew it was not working. The patient was redirected to their healthcare provider to further address the issue. Pt claimed this has happened before and they were told to call the manufacturer because someone sent them a new battery when this happened. Additional information was received from patient (pt) who reported that their controller kept losing settings and saying settings not available. They reported they met with manufacturer representative (rep) who checked out their implant and controller and told them they need a replacement controller. This was ordered and mailed to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient (pt) regarding an external device. The reason for call was patient (pt) reported receiving a message on their controller stating, ¿software problem cannot continue please call mdt" with the following details: ¿1 - intellis, 2 - 3.6, 3 - 4048, 4 ¿ devicemodelsmc¿. Pt stated they woke up in the middle of the night with such pain. They checked their stimulation settings and noticed the intensity kept going back to 0. Pt stated they reset their controller and went to the settings to set it up and in about maybe 2-3 minutes, the intensity returned to 0 for all 4 programs. Pt stated switching between groups c and b, noting they mostly use group b. The pt switched to group b and set the intensity; however, it only lasted for maybe 5 minutes before returning to 0. Pt stated they are familiar with how to use their device. Agent had pt reset the controller. Pt unlocked the controller and saw a message ¿memory problem data has been lost. Repeat the set-up process¿. Pt set the date and time. Pt noted that all inte nsity settings were at zero. Pt stated they were using group c with a current intensity of 2.3 for program 1 and 0 for programs 2, 3, and 4. Agent had pt adjust their intensity. Pt stated they had been adjusting their intensity all morning. The pt set the intensity to 2.7 for programs 1 and 2 and 2.3 for programs 3 and 4. Pt stated they use the device 24/7 and insisted there is an issue with the battery, requesting a replacement. Pt mentioned they have performed the troubleshooting steps about 15 times since 4:30 am and it loses the settings in about maybe 5-10 minutes. Pt stated they were in severe pain. Pt mentioned a previous history in which the same issue occurred about a year ago and was told at that time it was a battery issue. The pt stated that a replacement battery was sent to them. Pt also stated they are dependent on the controller and use it every day, all day long. The patient stated their current intensity was 2.3 for program 1 and 0 for programs 2, 3, and 4, and confirmed that adaptive stimulation was turned on. Pt expressed frustration regarding the issue. Pt stated they contacted the mdt rep, via text message but had not received a response yet. Pt stated that last week they drove over an hour to visit their healthcare provider (hcp) and did not experience the ¿software problem¿ message at any time during that visit. Pt also stated that they had not received the ¿software problem¿ message in years. Pt stated their hcp is dr. Agent reviewed information. The pt was redirected to their hcp and local rep for reprogramming. Emailed reps for visibility. Information was received from a manufacturer's representative regarding an external device. The caller did not have serial numbers of external devices at the time of the call so serial numbers were taken from that record. The reason for call was the caller reported that the patient's controller keeps causing the amplitude to change to 0ma. The caller stated that they met with the patient today and the intensity was set to 2.5 ma but when they connected with the clinician programmer the amplitude for program 1 (there were four active programs in the group) was set to 0ma. The caller indicated that impedances were normal. The caller also noted that the patient has been getting the software problem message on the patient controller. The issue was not resolved through troubleshooting. A request was placed to send a controller to the patient.